Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0222818481 serial# implanted: explanted: product type catheter product ID 8781 lot# 02 22818481 serial# implanted: explanted: product type catheter h3: the catheter was returned and analysis found an anomaly to the catheter/guide wire, noted as damage that occurred to the catheter body and/or guidewire during the implant procedure medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0222818481, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump. It was reported that during a surgical procedure, the extremity of the catheter was cut.  The catheter was noted as never having been implanted.  Replacement with another catheter occurred.  The catheter was to be returned and was in possession of the hospital.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2021.  The patient's gender and medical history were unknown / would not be made available.  The patient's age and weight at the time of the event was also unknown / would not be made available.